Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced vision blurry and clinical reason for explant being mechanical failure. The iol was explanted and exchanged for an unknown advanced technology intraocular lens following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in b.6., d.9., d.10., h.3., h.6., and h.11. The lens was returned for evaluation. Solution is dried on the lens. The lens is cut into three pieces, typical of insertion and removal from the eye. Marks are observed on both sides of the optic that are similar to those left by a surgical instrument used to grasp the lens. The optic surface in the gusset area of the posterior surface is broken. A small crack is observed near the edge of the optic. A power and resolution inspection could not be conducted due to extensive damage. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge and handpiece. Information regarding the viscoelastic was not provided. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. A power and resolution inspection could not be conducted due to extensive damage. Information regarding the model of the replacement lens was not provided. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).